Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noisy signals. The health care professional (hcp) contacted technical services (ts) to review atrial tachy response (atr) episodes, and upon further evaluation, a double signal and noisy signals were found on the ra lead channel. Ts noted that previous atr episodes showed similarities, prompting the hcp to review further with the clinic and provide updates to ts. No adverse patient effects were reported. This ra lead remains in service.